Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was undergoing a lead replacement on (B)(6) 2018 (please see MFR. Report #: 1627487-2018-07812 and 1627487-2018-07813) when a csf leak occurred and the patient experienced a headache. As a result, the physician performed a blood patch shortly after the procedure, and the symptoms have since resolved.